Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. All edms devices are 100% tested at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that while unclamping the distal clamps above the drainage bag, the distal clamp was pulled and the drainage bag tubing became dislodged from the drainage chamber. According to the report, the evd was clamped and no additional csf was drained. The report stated that a new device was used with the patient. Reportedly, there was no injury to the patient and the patient has been discharged.

Manufacturer narrative:
The returned product was patent. The device did not meet the requirements for leak testing as there was a disconnection at the y site sampling port. Proteinaceous debris was noted within the product. Adhesive was present at the connection. There were multiple tool marks observed on the tubing. It is unknown how or when the damage occurred. A review of the manufacturing records showed no anomalies. All edms devices are 100% leak tested at the time of manufacture. Additional device information: the lot number was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.